Event description:
It was reported that the patient was programmed with cycling after the neurostimulator (ins) was implanted. In (B)(6), the patient came in for reprogramming because the paresthesia she felt was causing her discomfort. It was discovered at that time that the ins was operating on continuous mode, not cycling, though the caller never changed that setting .this problem was resolved by changing the programming to cycling mode. At the clinic visit in (B)(6), the health care provider verified with the patient that the patient felt paresthesia in the bicycle seat area, but the feeling of paresthesia later moved to the patient's "butt cheek¿ after patient went home. The patient later had reprogramming to rectify this issue. This resolved the issue in office. However the patient called the clinic on friday and told hcp that she felt the stimulation in her butt cheek again, "though she'd made no changes with the icon programmer."the hcp had the caller change programs, which resolved the issue temporarily. The patient called back later that day and complained of the same issue. The caller had her change programs again. This temporarily resolved the issue. It was reported that patient call a day prior to this call that they felt the stimulation in their foot and the issue was resolved, but later in the day they felt the stimulation in her foot again. The patient did not turn her stimulation up, and she did not believe that having the voltage too high could be the issue here. The patient therapy impedance was 237 ohms at the time of her visit. It was reviewed that this was somewhat low, given that the tested program had only c+, 3- as active electrodes. It was later reported on (B)(6) 2015 that patient was getting 50% or greater symptom reduction.it was noted that patient setting was too high, the patient amp was decreased and the issue was resolved. There was no cause of event determined and was reported as unknown if device related. The patient recovered without permanent impairment. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qafg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, lot# serial# (B)(4), product type programmer, patient. (B)(4).